Manufacturer narrative:
G2: country of origin - lebanon g4: please note that this device (c05b) is not marketed in the united states; however, it is similar to the united states marketed device with catalog# cx01a, 510k# k102397 and UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, distributor) regarding a device used for spinal therapy it was reported that there was defected sterile liquid for bone cement, the liquid was solid and cannot be drawn nor can be used in order to mix the saline,  therefore another cement had to be opened in order to take the same sterile liquid from it. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis for part # c05b; lot # 229476717 visual inspection confirmed the vial of the polymer is broken. The damage to the vial appears to be from the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.